Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, the patient underwent endovascular treatment for a descending thoracic aortic aneurysm using the gore® tag® conformable thoracic stent graft with active control system. After deploying two stent grafts, a touch-up procedure was performed, during which the distal stent graft (tgmr404020j) migrated slightly in the proximal direction. An additional stent graft (gore® excluder® aaa endoprosthesis, aortic extender endoprosthesis) was placed distally, and the procedure was completed. On an unknown date, during follow-up, migration of the tgmr404020j was observed, resulting in a loss of overlap with the aortic extender endoprosthesis. The migration distance was reported to be approximately 4 cm on the greater curvature side and approximately 2 cm on the lesser curvature side. No signs of aneurysm enlargement or endoleak were detected, and the patient was placed under observation.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.